Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. Additional products: heartware ventricular assist system- outflow graft, model #: 1125 / catalog #: 1125 / expiration date: unk / lot#: 17456868-1392 UDI #: (B)(6), device available for evaluation: no, mfg date: unk, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the ventricular assist device (vad) patient was hospitalized for neurological dysfunction, blood cultures grew positive gram positive and gram negative bacteria identified as methicillin-resistant staphylococcus aureus (mrsa) and enterococcus organisms. A computerized tomography (CT) scan showed a new pericardial collection concerning for infection. The patient was critically ill and intravenous (IV) antibiotics were administered. A transesophageal echocardiogram (tee) also showed fluid around the outflow graft and an indium scan showed tracer marker accumulation around the vad. Approximately a week after the positive blood cultures, they became negative. It was also noted that the patient was not a good candidate for a "re-do surgery". During the same hospitalization, the patient tested positive for covid and was treated with steroids, antiviral medications and convalescent plasma. A chest CT and chest x-ray were also performed. Re-intubation was required and ultimately tracheostomy. The patient remained hospitalized until tracheostomy decannulation occurred at the end of september and then the patient was transferred at the end of october to a short term rehab. The vad remains in use and no further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient originally arrived from the long-term acute care unit for low oxygen saturation, decreased mental activity and hypotension. A subdural central nervous system event was confirmed via CT.

Manufacturer narrative:
A supplemental report is being submitted for correction and additional information. Corrections: b5. Event description: updated event description to include low oxygen saturation, decreased mental activity and hypotension. H6. Patient codes (ime/annex e): e2203, e2321 this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that the patient was in a long-term acute care unit and presented with low oxygen saturation, decreased mental activity and hypotension. A subdural central nervous system event was confirmed via computerized tomography (CT). While hospitalized, blood cultures grew positive gram positive and gram negative bacteria identified as methicillin-resistant staphylococcus aureus (mrsa) and enterococcus organisms. A CT scan showed a new pericardial collection concerning for infection. Intravenous (IV) antibiotics were administered and blood cultures became negative approximately a week later. A transesophageal echocardiogram (tee) also showed fluid around the outflow graft and an indium scan showed tracer marker accumulation around the vad. It was also noted that the patient was not a good candidate for a "re-do surgery". During the same hospitalization, the patient tested positive for covid and was treated with steroids, antiviral medications and convalescent plasma. A chest CT and chest x-ray were also performed. Re-intubation was required and ultimately tracheostomy. The patient remained hospitalized until tracheostomy decannulation occurred at the end of september and then the patient was transferred at the end of october to a short term rehab. It was further reported that the patient originally arrived from the long-term acute care unit for low oxygen saturation, decreased mental activity and hypotension. A subdural central nervous system event was confirmed via CT. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and major infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### ###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. A supplemental report is being submitted for additional information and a correction. Additional information: b5.description event problem h6. Patient codes (ime/annex e):e2203, e2321 correction: b3. Date of event: was changed from 2020-06-30 to 2020-06-29 ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient originally arrived from the long-term acute care unit for low oxygen saturation, decreased mental activity and hypotension. A subdural central nervous system event was confirmed via CT.